Event description:
Caller reported doctor's system result was 53 mg/dl, aviva result 108 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.